Event description:
It was reported that during a laparoscopic cholecystectomy procedure on the third firing, the clip jammed in the jaws and the device would not fire. The surgeon also stated that the device was sticking. A second device was pulled to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with a clip jammed in jaws; this condition prevented the device from proper feeding of the clips. The jaws were noted to be properly aligned. The jammed clip was removed from the jaws and in an attempt to replicate the reported incident; the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 15 clips as intended. The device was found to be fully functional. No conclusion could be reached as to what may have caused the returned condition of the device. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A batch record review was performed and no anomalies were found during the manufacturing process.